Event description:
Rptr stated that a product complaint for free flow was being filed. The caller from the account had called for assistance with the device since he was not very experienced. He stated that there was solution in the weighing chamber and that he had spiked source solution containers onto the transfer set with the source occluder door open. Rptr had him install a new transfer set and calibrate the unit per operator's manual directions, which he did successfully. Since the issue was resolved by telephone, the unit will not be sent to product svcs for eval. No pt involvement.